Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the knee arthroscopy, the screw broke. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-4020c-08, biocomposite interference screw, batch 15489779, was received for investigation. Visual inspection revealed that the device was fractured and the threads were damaged. Functional testing could not be performed due to the damage to the device. The most likely cause of the reported failure is off-axis insertion, improper bone preparation, or prying and leveraging the device with excessive force. The complaint allegation is confirmed. Refer to the investigation photos.